Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:h6(device codes) . Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Duplicated complaint: information has been reviewed and determined that this electronic complaint record is a duplicate of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2019-90976 is transferred under (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the stem component at bone to implant interface. It was noted that the aml stem was not ingrown and was still intact because of the fibrous tissue on the stem. The patient did not have an adverse reaction to the mom construct.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim and medical records received. After review of claim and medical records, the patient was revised to address pain. X-ray indicated a loosened fully porous stem. Operative notes state that there was a small amount of necrotic tissue, the stem was found to be rotationally unstable and did not have any well-grown bone, and the cup was found to be a little bit vertical. Doi: (B)(6) 2007 - dor: (B)(6) 2018 (right hip).